Event description:
It was reported: "dr (B)(6) stated the pt had onset of pain starting (B)(6) 2011."

Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap pri mod nck 0deg 34mm, cat# nls-340000b, lot# 29380602. Trident psl ha cluster 56mm, cat# 542-11-56f, lot# mja2k9. Trident 0 x 3 insert 36mm ID, cat# 623-00-360f, lot# mjatv8. Delta v-40 ceramic head 36/0, cat# 6570-0-136, lot# 30593201. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.